Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was dead. Customer blood glucose reading was 168 mg/dl. Troubleshoot was performed. Customer left the insulin pump near their dog while showering so their dog chewed the insulin pump all over so it end up being off. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.